Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was 650mg/dl. It was stated that the doctor at the hospital found the cannula was not inserted in customer's skin, which prevented getting insulin and caused his high blood glucose. Advised the mother to speak with the doctor regarding the customer's glucose and possible infusion set/site recommendations. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.